Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [250 mcg/ml] at a dose of 430.2 mcg/day and bupivacaine [4.3 mg/ml] at a dose of 7.4 mg/day via an implantable pump. The indication for use was not reported. It was reported that during a refill on (B)(6) 2018 a discrepancy between the calculated reservoir volume and aspirated volume was observed where 4 ml was calculated and 13 ml could have been aspirated. The patient did not suffer from withdrawal symptoms, but had reduced pain relief. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The log data was without abnormalities. The catheter had been aspirated without increased resistance. Contrast agent could be applied without increased resistance. In an x-ray, no leaks or kinks were found. Surgical intervention did not occur and it was unknown if it was planned. The only intervention taken was that the future refill procedure would be monitored regarding residual volume. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that a refill was performed on 2018-(B)(6). The aspirated volume was 8 ml and the calculated reservoir volume was 3.4 ml. The patient was fine and did not show any withdrawal symptoms. The physician decided to observe this behavior during the next refill in about 5 weeks in (B)(6) and was not planning any other troubleshooting yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the physician decided to check the reservoir volume and compare to the calculated value again during the next refill which would be performed (B)(6) 2018. It was noted that until then, no further actions were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that during the last refill 5 ml could be aspirated although the pump showed low reservoir with the reservoir alarm volume set to 1.0 ml. It was indicated that no further diagnostics/troubleshooting/actions/interventions were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-nov-28. It was reported a refill was performed on (B)(6) 2018 and the discrepancy was 9ml (aspirated) vs. 1.2 ml (calculated). It was confirmed that the last contrast agent investigation was performed in supine position and the patient was sitting (not in wheel chair as always but sitting on treatment couch).